Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a temporal relationship between the patient¿s difficulty draining on the cycler, severe abdominal pain and concurrent altered mental status necessitating inpatient hospitalization for diagnosis of subacute gram positive bacterial peritonitis and the fresenius products/liberty cycler exists. The etiology and causality of this peritonitis event is presently unknown. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s called in regarding cycle replacement due to damaged iq drive. The pd patient reported they were hospitalized. During follow up the pd nurse reported the patient was hospitalized from (B)(6)2017 due to peritonitis. The patient was reported to have gram positive (+) bacteria. The patient received intraperitoneally ( ip) antibiotic. The etiology and causality of this peritonitis event is (B)(6)2017 where the patient was administered vancomycin 2000 milliliters (ml) ip as prescribed by the nephrologist. The pd nurse stated the patient was readmitted to hospital on (B)(6)2017 due to hypotension. The pdrn stated the hypotension was not related to pd therapy.